Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed philips field service engineer (fse) who went onsite to evaluate the device in question. The fse spoked with the nurse, who reported intermittent issues with obtaining accurate blood pressure readings. The device was brought to the bench for further inspection and testing. Using an nibp simulator, the fse confirmed inconsistent pressure readings and irregular measurement behavior. After ruling out external factors such as the cuff and hose, the issue was traced internally to the nibp module within the device. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp module. The fse replaced the faulty nibp module. Once the new module was installed, the device was reassembled, powered on, and calibrated. Functional testing using an nibp simulator confirmed accurate and stable pressure readings. All tests passed successfully, and the device is now operating as expected.

Event description:
Philips received a complaint on an earlyvue vs30 indicating that the device was not showing accurate or consistent readings. The device was in clinical use at time of event, there was no adverse event reported.